Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report that the insulin pump was not alarming no delivery when the reservoir was empty, however it would show a low reservoir alert multiple times. The customer's blood glucose level was unknown. The customer could not troubleshoot. Nothing was replaced or returned.